Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was confirmed. Upon investigation, the electrode belt's j7 lead was broken off the ecd ¿d¿ dome, causing the ecgs to be non-functional. The belt did not pass falloff testing. The root cause for the broken j7 lead could not be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.